Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, after anastomosis, the surgeon tried to fire, but it could not squeeze the handle. The surgeon tried to anastomosis rectal stump with descending colon. Surgical time was extended 30 minutes or more. Device was changed to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of damaged knife that has no relationship to the reported condition. No further actions have been deemed necessary at this time. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, after anastomosis, the surgeon tried to fire, but it could not squeezed the handle. The surgeon tried to anastomosis rectal stump with descending colon. The surgeon cut and anastomose again. Tissue loss was also noted since the margin of colon was cut again. Surgical time was extended 30 minutes or more. Device was changed to complete the procedure.